Event description:
The customer stated that during a total knee procedure, the saw head and blade rotated to the side without pushing a button. The procedure was completed successfully with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
The device was returned to the MFR and has not been reviewed as of the date of this report. A follow up report will be completed it the investigation requires.